Manufacturer narrative:
The unit received a motor error alarm during the basic occlusion test due to cracked end cap. Unable to confirm the compromised force sensor system alarm due to motor error alarm. The insulin pump passed the displacement test, self test and unexpected restart error test. All operating currents tested within the specification range and the unit passed the off no power test. The insulin pump was programmed with multiple bolus deliveries and all boluses registered properly in the bolus history. The following physical damage was noted: cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident was 180 mg/dl. The insulin pump was returned for analysis.